Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted following an apparent right middle cerebral artery stroke with hemiplegia. The patient reported onset of symptoms when attempting to urinate during the night around midnight. The patient was unable to reach a phone until 0300 in the morning at which time the patient contacted the vad coordinator and subsequently 911 emergency services was dispatched. A data log file was sent to technical service for review where 152 pulsatility index events were captured, scattered throughout the data. The patient remains ongoing. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remained ongoing on vad support following the event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.